Manufacturer narrative:
(B)(6). One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint says: "it was reported that when t1 was being inserted and when pulling back to place t2 the suture came out without t1 and it was left behind the capsule of the patient." T1 is absent. The suture has been torn at t1 location. T2 and balance of suture remain within the delivery needle track. The device was returned with the actuator advanced. It has been bent at the distal tip. The delivery needle tip has been visibly bent and bowed. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test indicated that the device cycled and actuated but would not retract due to moderate needle and actuator damage. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that when t1 was being inserted and when pulling back to place t2 the suture came out without t1 and it was left behind the capsule of the patient. No significant delay or patient injury reported.